Manufacturer narrative:
Collecting information is still ongoing. Arjo is trying to determine what were the event circumstances, what was the patient health outcome and whether the patient's death was a direct result of reported incident. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi 500 floor lift and passive clip sling. Following initial information provided, it seems likely that during transfer one of the sling's clip detached from a spreader bar attachment point (pin) causing the resident to fall off the sling. Referring to the information provided by the customer, the event was the most probably a result of an user error resulting from the transfer being carried out by two staff members from another company. On (B)(6) 2020 the customer has been visited by the arjo representative to perform interview and device evaluation. There were no abnormalities found within the lift nor the sling. However, arjo was informed that patient involved in the event passed away. It still remains unknown what were the event detailed circumstances and what was the cause of the patient's death.

Manufacturer narrative:
On 2020-jan-14 it was reported to an arjo representative that there was an incident with the involvement of maxi 500 floor lift and passive clip sling which occurred in the (B)(6) hospital) located in (B)(6), USA. Following initial information provided, during transfer the resident fell off the sling. No details regarding injuries sustained by the patient were available. On (B)(6) 2020 arjo was informed that the patient involved in the event passed away. Despite arjo best efforts, we have not managed to establish either cause of death nor detailed circumstances around the reported complaint. It was not confirmed what was the direct cause of the patient's death. Arjo qualified representative visited the customer to conduct an interview and device evaluation. Visual inspection revealed that both sling and lift were in a very good condition. There were no abnormalities found within the lift nor the sling that could have contributed to the alleged event. Sling involved in the event was a passive clip sling. Model and serial number of involved sling remain unknown, so manufacturing details of its cannot be established with certainty. Based on the photographic evidence, it was indicated that the sling involved was probably not an arjo sling. Based on the information collected by an arjo technician during the inspection ¿the unit was in the highest position and one of the clips on the sling was not connected. Inspected the sling no fraying, all clips were in place and held securely¿. It seems likely that during transfer one of the sling's clip detached from a spreader bar attachment point (pin). However, it was also confirmed that the sling clips held tight to the spreader bar attachment points. Up to now arjo was not able to establish if the clip detached during usage with the patient or was intentionally detached by the caregivers just after the event occurrence. After the event the customer decided to conduct an internal investigation to determine the cause of reported incident. Referring to the results of this investigation, it seems likely that the incident resulted from a user error as the consequence of the transfer being carried out by two staff members from another company. The instructions for use for maxi 500 (IFU 001.20815.en rev 13) informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. According to the crucial information provided in the IFU: ¿the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation.¿ ¿make sure that all clips are correctly engaged. Failure to do so could result in patient fall.¿; ¿only use arjohuntleigh slings with the maxi 500 floor lift. Use of non-approved slings could result in patient fall.¿ unfortunately, the customer did not provide any further details regarding the event circumstances. Therefore, it remains unknown why the patient fell from the sling and whether the residents death was related to the reported incident. The clip detachment might have been related to the investigated event, but due to limited information collected during investigation, we have not managed to find the exact root cause and confirm it with certainty. Nevertheless, not following the instructions for use in a combination with inadequately trained personnel could have contributed to the outcome of the reported event, which corresponds to the statement shared by the customer facility that the resident fall was due to a use error. The system - floor lift and most probable non-arjo clip sling was used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could have caused or contributed to the alleged event however, the patient fell off the device and from that perspective the system did not work as intended. We decided to report this complaint to the competent authorities due to the allegation of the patient's death.